Manufacturer narrative:
(B)(4). Following information was inadvertently omitted from the initial MDR. This report was not confirmed due to the lack of a sample. Based on the information gathered during baxter's investigation, the root cause of the alarm was not determined. The lot information was unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A caregiver (cg) from the (B)(6) reported to baxter that the homechoice (hc) machine sounded a system error 2240 alarm during dwell. The hp was connected to the machine and had not disconnected any time prior to the alarm. All bags were properly spiked and connected. Patient line extensions were not used. There were no open clamps on any unused supply lines and nothing unusual was noted about the supplies. The technical service representative (tsr) advised the cg that the se 2240 alarm indicates air entered the set up. The tsr advised the cg to start over with new supplies. No clinical consequences or medical intervention were reported.

Manufacturer narrative:
(B)(4). This report is an allegation against the cassette; however, since the product code is unknown, there will not be a 510k number provided. Should additional information become available, a follow up MDR will be sent.